Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. Info was requested by baxter customer service but details were not available regarding pt status, medical intervention, pt injury, medication involved, tubing product code, infusion rate or set-up of the infusion device. Add'l contact info was requested but no add'l contact was provided.